Event description:
It was reported that during the pre-use check, leakage of medical fluid from the connection part (where the tube and the filter was connected) was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One sample was returned for evaluation of the failure and pictures by the customer were provide it. Unit returned was received inside of a plastic bag which its original open packaging. Visual inspection: sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination: results: the sample don?t present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Leak test results: the sample was analyzed using a syringe with colored water to detect any leaks. Results: during the test sample, a leak was found between the filter and tube. The complaint is confirmed. Root cause identified in the process was lack solvent to don?t follow up procedure mp-366 rev.112 ?extension set with filter assembly? Section 12.0 bond coiled tube assembly to filter inlet?. The cause of the reported problem was traced to the manufacturing process. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05589. The report was submitted in error.